Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (1mg/ml at 0.05mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had clear fluid leaking out of their lumbar incision site. There were no external factors that contributed to the event. Diagnostics/troubleshooting performed included wound exploration. Actions/interventions taken included opening the wound and applying a new purse string suture. A double layer closure with glue was applied internally for skin closure. The issue was resolved at the time of the report. The patient's weight was (B)(6) and their medical history was unknown. The event date was (B)(6) 2022. Additional information received from the company representative indicated that the cause of the clear fluid was not determined. There was no device and/or therapy issue involved. The event was resolved on (B)(6) 2022.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.